Event description:
It was reported that the patient was feeling painful stimulation at his generator site following having his stimulation enabled after initial implant. Vns diagnostics are normal as per the physician however no specifics were provided. No trauma or manipulation was believed to have occurred. The physician attempted to reduce the patient's settings to alleviate the painful stimulation however this did not appear to resolve the issue. The physician then referred the patient for prophylactic generator replacement which has occurred. The explanted generator has been returned and is currently undergoing analysis. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received as an implant card indicating that the reason for replacement was due to "neck pain with stimulation." The lead impedance as noted on the implant card was (B)(6); ok. (B)(6); follow-up was received from the physician indicating that the patient's painful stimulation was first documented on (B)(6) 2011 and had been occurring for a few weeks prior to that. The patient also noted a sensation of 'jumping' in her neck at the same time. Several programming changes had been occurring at two week intervals prior to the documentation of the painful stimulation. No trauma or manipulation was believed to have occurred. The physician noted that several changes in the programmed settings were attempted prior to the referral for replacement. Diagnostics were noted as normal a few days prior to replacement. The patient's painful stimulation has reportedly resolved since replacement. Analysis of the patient's generator has been completed. The generator performed to specifications and no anomalies were found.

Event description:
Additional information was received as a returned product form that indicated that the generator was replaced due to painful stimulation in the neck. There was no note of painful stimulation in the chest as originally reported.